Event description:
The patient reported blood glucose results of "293, 116, 156, 161, 125, and 121 mg/dl" with a lifescan meter, performed within 11-20 minutes of each other. The meter, test strips, and control solution were replaced.